Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. The customer's blood glucose level exceeded 500 mg/dl, with the specific value being unknown but displayed as "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require incapacitating third-party assistance. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.